Event description:
The hosp biomedicla engineer reported that while attempting to pace a pt, the users got an 'ECG fault' displayed on teh screen of the defibrillator. The printed status log showed an error code -20004. There was no report of death or serious injur related to this incident.